Event description:
It was reported bhr right hip groin and lateral pain, metal debris reaction, cobalt 38.2 mcg/l in urine, and cobalt 15.7 mcg/l in whole blood.

Manufacturer narrative:
It was reported that right hip revision surgery was performed. As of today, the implanted devices, all of which were used in treatment, and additional information has been requested for this complaint but has not become available. Without definitive part/lot numbers a complete complaint history review cannot be performed for the devices involved. A review of the complaint history review was performed using the part number for a 74120150 acetabular cup 50mm & 74121142 resurfacing femoral head 42mm in search of complaints involving elevated test results throughout the lifetime of the product. Similar complaints have been identified and this will continue to be monitored. No lot numbers were provided; hence a documentation review could not be completed. Without the details of the devices involved in this complaint, the specific product labelling and ifus for the devices cannot be reviewed. If this information becomes available at a later time, the task will be reopened and completed. A risk management review was performed. No additional risks were identified as result of the reported event and no further actions are required at this time. The medical documents were reviewed. The reported armd, osteolysis and synovitis, elevated ion levels, and hip pain may be consistent with findings associated with metal debris. However, the primary placement of the acetabular component into 25º of anteversion is greater than the surgical technique recommends. The patient¿s reported fall and striking her head can be contributing factors to her report of encephalopathic and neuropathic symptoms, and the shifting/movement of the acetabular component. It cannot be concluded that these reported events are due to a malperformance of the implant. Without complete supporting medical documentation and/or analysis of the explanted device, a root cause cannot be concluded. The patient impact beyond the revision and associated post-op pain cannot be determined, and there is no report of the patient¿s current condition, or whether the reported clinical symptoms persist. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.